Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a high glucose reading while contemporaneous fingerstick values were substantially lower, and the user experienced multiple episodes of low blood glucose; the user disclosed announcing multiple meals to drive glucose down, and customer support provided education on sensor behavior during rapid declines and on how repeated meal announcements can disrupt algorithm performance. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and additional user education. Investigation included review of device data and discussion with the user regarding use behaviors and training needs. Investigation of this case revealed user-initiated repeated meal announcements likely contributed to insulin dosing discordance and subsequent lows, with sensor lag during rapid glucose changes contributing to perceived discrepancies between sensor and fingerstick values. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory use behaviors and sensor dynamics during rapid glucose changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.